Event description:
Per report "the customer was using the cti-1012p to close the port sites at the end of the case. When they started to remove the pilot guide, the bottom portion of the pilot guide broke off. It was located and removed from the patient without incident or harm to the patient" ref: (B)(4).

Manufacturer narrative:
Duplicate complaint to (B)(4). Investigation: x-initiated manufacturer's investigation . X-review DHR. X-inspect returned samples. Analysis and findings: distribution history: the 53477 thru-trocar 10/12mm (see attached photos), was purchased from vaupell rapid solutions, issued to work order (B)(4) as part csi finished part number cti-1012p and completed 10/04/2019. Manufacturing record review DHR-cti-1012p-264728 was reviewed and no non-conformities, related to the complaint condition were noted. Incoming inspection review iqc record-19-09-26-016 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history indicated no history was available. Product receipt the complaint product was returned to coopersurgical. Visual evaluation of the complaint product sample was visually verified and reported event was confirmed in that one extension arm was snapped off. Functional evaluation functional evaluation of the complaint product sample that was returned to csi indicated that although the one extension arm was snapped off, the device was still functional for its intent use. The plunger was activated, and the hinged winged extension arms extended as intended. Root cause a definitive root cause cannot be reliably determined at this time; however, it is possible that the hinged extension arm was snapped off unintentionally during procedure by the end user. It should be noted each trocar device is functionally exercised and evaluated both by the OEM that supplied the device to csi, sampled during csi iqc inspection and again 100% at csi before placing it in the transport tray for sealing - no issue was reported with this lot. *correction and/or corrective action no further corrective action is necessary. Reason: no further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per report "the customer was using the cti-1012p to close the port sites at the end of the case. When they started to remove the pilot guide, the bottom portion of the pilot guide broke off. It was located and removed from the patient without incident or harm to the patient". Ref: e-complaint (B)(4).

Manufacturer narrative:
Duplicate complaint to (B)(4). Investigation x-initiated manufacturer's investigation x-review DHR x-inspect returned samples. Analysis and findings distribution history the 53477 thru-trocar 10/12mm (see attached photos), was purchased from vaupell rapid solutions, issued to work order 26472investigation8 as part csi finished part number cti-1012p and completed 10/04/2019. Manufacturing record review DHR-cti-1012p-264728 was reviewed and no non-conformities, related to the complaint condition were noted. Incoming inspection review iqc record-19-09-26-016 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history indicated no history was available. Product receipt the complaint product was returned to coopersurgical. Visual evaluation of the complaint product sample was visually verified and reported event was confirmed in that one extension arm was snapped off. Functional evaluation functional evaluation of the complaint product sample that was returned to csi indicated that although the one extension arm was snapped off, the device was still functional for its intent use. The plunger was activated, and the hinged winged extension arms extended as intended. Root cause a definitive root cause cannot be reliably determined at this time; however, it is possible that the hinged extension arm was snapped off unintentionally during procedure by the end user. It should be noted each trocar device is functionally exercised and evaluated both by the OEM that supplied the device to csi, sampled during csi iqc inspection and again 100% at csi before placing it in the transport tray for sealing - no issue was reported with this lot. Correction and/or corrective action no further corrective action is necessary. Reason: no further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Ref: (B)(4).

Event description:
Per report "the customer was using the cti-1012p to close the port sites at the end of the case. When they started to remove the pilot guide, the bottom portion of the pilot guide broke off. It was located and removed from the patient without incident or harm to the patient". Ref: (B)(4).